Event description:
At 1800 hours the infant warmer in the newborn nursery started smoking. There was not a baby in the warmer, but there were other babies in the nursery. After seeing the smoke come out of the top of the warmer it was noticed that there were also small flames popping out of the upper vent holes. The warmer was unplugged. The flames and smoking stopped. The warmer was pushed out into the hall where it was then sent to biomed for repair.